Event description:
It was reported that pump had scratches on side. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support troubleshooting, pursued replacement pump through insurance, and no additional actions were documented.